Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. User interface software error appears when the ventilation mode is changed from psv to s or s/t while "psupport" setting is 0 mbar. Ventilation continues and chance occurence is very low as "psupport" setting 0mbar is unusual in psv mode. The bug was addressed for general improvement by imt engineers.

Event description:
The customer reported "bellavista detected a user interface issue" alarm was active on their unit after settings were changed. The issue was found during demo of the device. No patient involvement.